Manufacturer narrative:
(B)(4) date sent 11/18/2024 d4 batch #887c29 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with a gst60d reload(a) loaded on the device and a gst60d reload(b) present. The reload(a) was received partially fired 2/3, the relaod(b) was received partially fired 1/2. The returned device and reloads were tested for functionality in the straight position by resetting and reloading them into the device. The device achieved its complete firing sequence without any difficulties. The staple lines and cut lines were complete and the remaining staples meet the staple form release criteria. The firing speed is as expected. Photo was provided and it showed the condition of the reported device and reloads. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: insert the battery pack by lining up the release tabs on the battery pack with the slots on the rear of the instrument. It can be inserted in either orientation; there is no up or down. Ensure battery pack is fully inserted into the device. An audible click will be heard when the battery pack is fully inserted. To remove the battery pack, squeeze the release tabs and pull the battery pack straight back. (The instrument must be used within 12 hours of inserting the battery pack, the battery pack contains a built-in battery drain). The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number 887c29, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device psee60a lot number c9dp0n and no non-conformances were identified. Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown surgery, could not fire with abnormal weak sound. Changed another one to continue the surgery, the same problem happened again. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.